Event description:
During a ptca/stent procedure of the rca, a balloon rupture occurred while post dilating a stent. Subsequently, a dissection occurred which was repaired with a stent. Reportedly, the pt was stable post procedure.